Event description:
It was reported that a spectrum pump had an issue of door not registering as open or closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of door not registering as open or closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'door not registering as open' was not reproduced, however, 'door not registering as closed' was reproduced. A review of the event history log for 'door not registering as closed' revealed "shut door - power off messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the conditions were determined to be damaged upper latch switch. The upper auxiliary will be replaced to correct the reported problems. Should additional relevant information become available, a supplemental report will be submitted.